Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system exhibited a "kv on in error" error message. There is no report of pt injury or death.